Event description:
It was reported that an asymptomatic patient was seen in clinic and the implantable cardiac monitor exhibited undersensing. No intervention was reported. The patient was stable and would be monitored.